Event description:
It was reported that the pump was not delivering insulin. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.